Manufacturer narrative:
This product is not marketed in the us. Lens was returned dry, in a micro-centrifuge vial. Visual inspection found the optic torn, scrates on the lens, residue on lens surface, and a torn and bent haptic. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7, -5.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter lens due to observation of excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem.